Manufacturer narrative:
The device was returned to olympus for inspection. Olympus was unable to determine the cause of the burnt distal tip from the information obtained. The most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited burn marks on the plastic distal end cover. There was no patient involvement.